Event description:
Rep reports patient is having symptoms from atrial lead position checks. Rep reports patient is symptomatic with atrial testing but not atrial pacing. Time of symptoms appear to corelate to 0245 when alpc runs. Helped to navigate the programmer to turn alpc off. Patient present at the time of the call, therefore patient weight not asked. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).